Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recalled implant and rupture.

Event description:
Patient reported right side "recall." Patient additionally reported a right side rupture. Device remains implanted.